Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads. The blood glucose meter communicated properly with the pump and transferred proper blood glucose values. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 618 mg/dl. The customer was hospitalized due to borderline diabetic ketoacidosis and bent cannula. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.